Event description:
Complainant alleged that while attempting to defibrillate a 50-year-old male patient, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device clinical data file was provided for review. Review of the clinical data file determined the first responders were performing CPR during the analyses. The x series operator's guide states: "do not analyze the patient ECG during patient movement. A patient must be motionless during ECG analysis. Do not touch the patient during analysis. Cease all movement via stretcher or vehicle before analyzing the ECG." It was concluded that the device worked as designed and within the limitations of the technology. The users did not follow the recommendations for use. Analysis for reports of this type has not identified an increase in trend.